Manufacturer narrative:
Patient demographics (weight) was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided, so device history record review cannot be performed. Based on the information provided, complainant event is most likely due to the potential damage to the knot pusher causing it to have sharp edges on the device or the user not maintaining proper alignment with the suture. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that when the knot pusher/suture cutter was being slid down the suture of a meniscal cinch implant it cut the suture prior to any tensioning occurring and without the surgeon advancing the trigger. This happened twice during the procedure on two different meniscal cinch implants. One meniscal cinch implant was salvaged and completely removed. One of the meniscal cinch implants remained in the patient. Follow-up information: the first device that was attempted to be used was able to be placed successfully; however, while using the knot pusher/suture cutter the suture was prematurely cut before tensioning. The suture from the two implants was cut and removed from the patient while the two implants remained behind the meniscus. A second attempt was then made and again, the implants were placed successfully; however, while using the knot pusher/suture cutter the suture was prematurely cut before tensioning the sutures. The surgeon was able to tighten the sutures however, the tension was not as the surgeon expected. This construct was left in the patient with the sutures still in place. To complete the case, two additional devices were used without the use of the knot pusher/suture cutter. The patient was released as scheduled in good condition.